Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 2.75 x 16mm synergy ii drug-eluting stent, it was noted that the stent strut was damaged. The device was never used inside the patient and the procedure was completed with another of the same device. No patient complications were reported.